Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a recent infusion set and sensor change, with capillary blood glucose measured at 384 mg/dl and sensor readings ranging from 375 mg/dl to ¿high.¿ symptoms included no reported clinical manifestations. Outcomes included continued use of the system after a guided site change and resumption of insulin delivery, with subsequent glucose trending down to 222 mg/dl. Investigation included troubleshooting and education regarding potential infusion site and supply issues. Investigation of this case revealed blood noted at the removed infusion site and an apparent clogged steel cannula consistent with insufficient insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear.